Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, requiring multiple presses to wake the screen, and the user was asked to record a video the next time the issue occurs. Symptoms included no adverse physiological effects and no impact on blood glucose. Outcomes included no alerts or alarms, no clinical intervention, and no hospitalization. Investigation included user education and remote troubleshooting. Investigation of this case revealed an intermittent user interface responsiveness issue involving the sleep/wake button, with no evidence of device performance impact or systemic malfunction identified from the information available. It was concluded, based on previously established findings for similar reports, that the most likely cause was an intermittent mechanical or user-interface anomaly not resulting in clinical harm.